Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: one device was received. Per visual inspection, no impact or corrosion damage present. Functional testing confirmed/replicated the complaint. Error 17 message displayed on startup. The cause was a faulty main board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the main board. Monitor passed all functional testing after repair.

Event description:
It was reported that the device was showing the error-17 before infusion. There was no patient involvement and no patient harm/adverse event reported.